Manufacturer narrative:
The manufacturer previously reported a patient allegedly fell and was wedged between the wall and the concentrator. The patient received burns to her back and was then hospitalized. There was no allegation of device malfunction. The device was returned to the manufacturer for evaluation. The device was visually inspected and found no evidence of thermal damage to the device. The device was tested and was found to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging a patient fell and was wedged between the wall and the concentrator. The patient allegedly received burns to her back and was then hospitalized. There was no allegation of device malfunction. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.